Event description:
Upon administration of first dose of cardioplegia and administration of potassium, a small hole was discovered in the line that the potassium is administered through. The heart was successfully arrested, the dose was fully administered and the line was changed out without any incident to the patient. FDA safety report ID# (B)(4).